Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238-2022-00388.

Event description:
The customer reported during an unknown procedure, the aspiration needle at the end was lost and fell into the patient's lung. It dislodged in the lung and was retrieved with forceps. During retrieval, the needle fell again, close to the patient's esophagus, in their airway. The needle was retrieved again and removed from the patient. The customer was unaware of any additional issues with the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: h4, h6, h10. New and corrected information added to b5. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following: ¿a bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. ¿when the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. The instruction manual contains the following descriptions, and it warns against this event. ·when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The physician used grasping forceps (fb-21dd, lot 14v) to retrieve the needle.